Event description:
Customer reported device = hi. Customer had a rapid heartbeat, was sweating, and felt as if customer was going to pass out. Customer went to the hospital. Hospital device = 22 mg/dl. Customer was given an IV of glucose and released. No controls used. A request was made for return product and replacement product was sent.